Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors, video processor pcbs and various mechanical parts due to system being dropped during transport. System operates as intended.

Event description:
Customer reported the monitor will not display images. No pt injury was reported.